Event description:
Caller reported a cgm error. Blood glucose level was not adversely impacted as a specific value was not mentioned, implying it was within normal range. Customer was guided by technical support through a pump reset, which effectively resolved the error, allowing the customer to successfully start a new sensor session.